Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on the trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes motor shutdown, motor flux magnitude runtime, and motor controller foc shutdown in the device¿s event log. The manufacturer¿s service technician replaced the device's blower assembly and system printed circuit assembly board to address the motor shutdown, motor flux magnitude runtime, and motor controller foc shutdown issues. Additional findings not related to the malfunction/issue the manufacturer¿s service technician replaced the air inlet foam filter proactively to protect the device and the patient's respiratory tract from dust. After the parts were replaced, the manufacturer¿s service technician performed the final test on the device. The device passed the test.